Manufacturer narrative:
On (B)(6) 2019 specific data was attached and the hemoglobin actual results were to 111, 62.0, 58.0, 56.3, 58.2. Additionally, the hematocrit results were discrepant: 18.8, 19.0, 16.9, 18.3, 34.3%. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the silicon tubing (part number: 9130543). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed hemoglobin result on the cell-dyn ruby analyzer. The following data was provided for a patient diagnosed with crohns disease (g/l) initial 100, repeats 60, 110, 58, 56. There was no impact to patient management reported.